Manufacturer narrative:
The reported tri-lobe driver is being returned to conmed for evaluation. Once the device is returned/evaluated and a complaint investigation has been completed, a supplemental report will be filed.

Event description:
During an acl btb reconstruction procedure, the tri-lobe driver tip broke while inserting the matryx screw in the femoral tunnel. The broken piece was retrieved with a grasper. A second tri-lobe driver was brought into the field and, although the screwdriver bent and twisted while inserting the screw into the femoral tunnel, the procedure was completed. A surgical delay of 10 minutes was reported. No patient injury was reported. This report is raised on a reported malfunction with potential for injury with reoccurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection found the driver broken off at the tip. The broken tip was not returned for evaluation. A probable cause for this breakage is the application of excessive force on the products' shaft. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformance regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review of complaint data revealed 1 similar complaint in the past two years. In the same timeframe, (B)(4) units have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Improper insertion technique may cause breakage of the screw and/or driver. Inspect instruments prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Do not use drivers to pry, as bending or breakage may occur. This issue will continue to be monitored through the complaint system to assure patient safety.